Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems in the recipient report match the investigation findings well. This is a final report.

Event description:
The user was seen at a routine appointment where she reported she was not hearing well with her right side device. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen at a routine appointment where she reported she was not hearing well out of her right implant.

Event description:
The user was seen at a routine appointment where she reported she was not hearing well out of her right implant.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and possible re-implantation are considered but no date has been scheduled yet.